Event description:
It was reported that during treatment the renasys touch device was continuously alarming 'canister full' despite not being full. Changed canister still a problem. No patient harm was reported.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. Complaint history for the reported events has been reviewed, revealing further instances. Probable cause may be a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required. (B)(4).